Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that a healing abutment fractured off at the screw portion in the patient's mouth. Part of the screw is still stuck in the implant. Requested screw removal tools in order to retrieve the broken portion. Tsv4b10.

Manufacturer narrative:
One unknown zimmer healing abutment was not returned for investigation. The tsv4b10 remains implanted. Therefore, visual inspection could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. The reported device was located on tooth site #28 at the time of the event. Picture/x-rays: pictures and x-rays were not provided. Appropriate documentation was reviewed. DHR review was could not be performed as the lot numbers associated with the reported products was not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review by item # was performed for the tsv4b10 for 12 months from notification date, for similar event and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Complaint history review could not be performed for the unknown zimmer healing abutment since the item and lot numbers were not provided. December post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture) and device (unknown zimmer healing abutment/screw). Based on the available information, device malfunction could not be verified as the exact details of the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.